Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; aneurysm wall enhancement detected by contrast computed tomography scan is associated with aneurysm shrinkage after endovascular aneurysm repair for abdominal aortic aneurysm. Eisaku ito, naoki toya, soichiro fukushima, yuri murakami, tadashi akiba, takao ohki, division of vascular surgery (e.I., n.t., s.f., y.m.), department of surgery (t.a.), the jikei university kashiwa hospital, kashiwa; department of vascular surgery, the jikei university school of medicine, tokyo (t.o.), japan circ j 2018; (82):340 ¿ 345. Off-label failure to follow instructions (patient¿s anatomical features indicate low instructions for use). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems' were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. Adverse effects: type I endoleaks, type ii endoloeaks, type iii endoleaks.